Event description:
It was reported to baxter (B)(4) that a vented solution set had a hair in the set's drip chamber. This issue was noticed before use and there was no patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection revealed a hair inside the drip chamber. The reported condition was confirmed. The root cause was identified as defective raw material. The supplier was notified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The sample was requested for evaluation. If additional information becomes available, a follow-up report will be submitted.